Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the episodes recorded noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). No intervention was performed. There were no patient consequences.